Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device would not fill. A functional check showed that the circulation pump would not generate pressure. Biomed stated would order and replace the circulation pump. Per follow up information received on 05aug2022, there was no patient involvement reported. Biomed would repair onsite.

Event description:
It was reported that the arctic sun device would not fill. A functional check showed that the circulation pump would not generate pressure. Biomed stated would order and replace the circulation pump. As per follow up information received on 05aug2022, there was no patient involvement reported. Biomed would repair onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A functional check showed that the circulation pump would not generate pressure. Biomed stated would order and replace the circulation pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.